Event description:
A malfunction alarm with code malf 12 was reported by the customer. There was no reported impact to the customer¿s blood glucose level. Technical support provided instructions to reset the pump, assisted with the reset, and confirmed the malfunction did not recur afterwards. Customer was advised to continue using the pump and to report any future issues.